Event description:
Consumer contacted bd with problem on syringe injection. Injected themselves and noticed that the needle was missing when they pulled out the syringe from their stomach. Went to the ER and received treatment. Hospital personnel removed the needle portion and they received 3 stitches.